Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to shock impedance greater than 200 ohms. The following day, the shock impedance had returned to normal, between 50 ohms and 60 ohms and the presenting and stored electrograms were clean and artifact-free. Technical services reviewed the isolated impedance increase and suggested the event was due to the presence of electromagnetic interference. The ICD remains in service and no adverse patient effects were reported. Further information received indicated that since july 2023 there had been multiple additional high out-of-range shock impedance measurements. The presenting and stored electrograms were artifact-free. Technical services recommended further assessment of the ICD system. The ICD and right ventricular lead remain in service and no adverse patient effects were reported. Additional information received indicated that the current presenting electrogram demonstrated possible intermittent loss of rv capture. Lead assessment with a programmer was recommended.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to shock impedance greater than 200 ohms. The following day, the shock impedance had returned to normal, between 50 ohms and 60 ohms and the presenting and stored electrograms were clean and artifact-free. Technical services reviewed the isolated impedance increase and suggested the event was due to the presence of electromagnetic interference. The ICD remains in service and no adverse patient effects were reported. Further information received indicated that since july 2023 there had been multiple additional high out-of-range shock impedance measurements. The presenting and stored electrograms were artifact-free. Technical services recommended further assessment of the ICD system. The ICD and right ventricular (rv) lead remain in service and no adverse patient effects were reported. Additional information received indicated that the current presenting electrogram demonstrated possible intermittent loss of rv capture. Lead assessment with a programmer was recommended. The patient was reported to be quite unwell; he had been hospitalized since may and had recently had an above-knee amputation. Details of the patient's medical history/comorbidities were not provided. The patient was currently undergoing physical rehabilitation. Recent lead testing showed good sensing and capture on the rv lead. It was questioned whether the observed possible loss of capture was actually fusion beats. The ICD system remains in service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to shock impedance greater than 200 ohms. The following day, the shock impedance had returned to normal, between 50 ohms and 60 ohms and the presenting and stored electrograms were clean and artifact-free. Technical services reviewed the isolated impedance increase and suggested the event was due to the presence of electromagnetic interference. The ICD remains in service and no adverse patient effects were reported. Further information received indicated that since july 2023 there had been multiple additional high out-of-range shock impedance measurements. The presenting and stored electrograms were artifact-free. Technical services recommended further assessment of the ICD system. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.